Event description:
It was reported to philips that the host pc would not boot, which could lead to the system not booting. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system and confirmed that the host pc was defective. After reviewing log file, fse found the cause of the problem was malfunction related to host pc. Fse replaced the x-ray tube. After replacement of x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.